Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device: part number: 241.401. Lot number: h238206. Part manufacture date: 21-nov-2016. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp one-third tubular plate with collar 10 holes/117mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient was presented with a left tibia and fibula fracture. The surgeon placed one lcp one-third tubular plate in the patient with seven (7) cortical screws and one partially threaded cancellous screw. She also inserted an 8mm ti cannulated tibial nail with two (2) locking screws (one distal and one proximal). In (B)(6) 2018, the patient presented a non-union of the left tibia and fibula. On (B)(6) 2018 the surgeon removed the lcp one-third tubular plate and the proximal locking screw to promote healing. The surgery was completed with no delays and there was not harm to the patient. This is report 1 of 5 for (B)(4).